Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/17/2026. Data was provided for evaluation. An analysis of the data logs indicated that the sensor session began on (B)(6) 2026 at 5:02 am with transmitter/wearable serial number (B)(6). The sensor session lasted approximately 5 days and ended due to unknown reasons. There were no bg calibrations attempted during the sensor session. On the date of the reported event the estimated glucose values (egvs) were within target range. At 1:37 am the app data ended. Based on the battery information the battery charge level was below the 20 percent level and continued to discharge at the time that the app data ceased which is misuse of the device. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that a signal loss occurred frequently between on (B)(6) 2026. The patient reported experiencing intermittent signal loss on his dexcom mobile app from on (B)(6) 2026. The patient was also using an omnipod insulin pump during this time. On (B)(6) 2026, the patient¿s roommate (who follows the patient via the dexcom follow app) noticed that no cgm readings were appearing due to the patient¿s primary device being in signal loss. The roommate checked on the patient and found him unconscious. It was noted that the cgm value prior to the patient going to bed had been described as ¿fine,¿ though no specific value was provided. The patient was transported to the emergency room (transport method not specified). In the ER, he was diagnosed with diabetic ketoacidosis (dka) and subsequently admitted to the ICU. His cgm device was removed during hospitalization. The patient regained consciousness while in the ICU. The patient reported having no recollection of any cgm or blood glucose meter readings taken during the event, nor of any treatments or medications administered by hospital staff. He was discharged on (B)(6) 2026. At the time of the report, the patient stated he was ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.